Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and competitor¿s left ventricular (lv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with noise. The field representative will recommend to the physician to bring the patient in for full device check. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the patient was recently checked and the pacing impedances were still noted to be high and out of range. The lv lead impedances are consistently greater than 2500 ohms. At this time, the crt-d and lv lead remain in service. No adverse patient effects were reported.